Event description:
It was reported that the patients spinal cord stimulator (scs) paddle lead was broken and was causing a shocking sensation in the upper part of the body. The patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed and the scs paddle lead remains implanted due to scar tissue.

Manufacturer narrative:
Block b3: exact date unknown, event occurred some years ago. Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc1110020. Model: sc-1110-02. Serial: (B)(6). Batch: 14560447. UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) paddle lead was broken and was causing a shocking sensation in the upper part of the body. The patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed and the scs paddle lead remains implanted due to scar tissue.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.